Manufacturer narrative:
The device was returned to olympus for inspection. Olympus could not identify the foreign material from provided information or specify the cause of the foreign material remained in the device from the provided information. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failure was traced to failure to clean adequately. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object at the nozzle. There was no patient involvement.